Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-02201. It was reported the patient was not feeling the stimulation from the scs system. The patient went to the ER two weeks after experiencing a fall and had to increase the stimulation therapy as a result of this fall. Reportedly, the patient was able to make adjustments, but did not feel the stimulation. Surgical intervention was taken to replace one lead and revised the other, positioning both leads at t7-t8. There were reportedly no complications during the surgery, and effective stimulation therapy was restored.